Event description:
It was reported that a capsular tear was noted upon intraocular lens insertion. Lens was removed intraoperatively and anterior vitrectomy was performed. Another lens of same model was successfully implanted in the sulcus. The surgeon's office indicated that the lens is not available for return. This event refers to the pt's right eye. Please reference MDR# 1119279-2013-00065 for the intraocular lens.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the MFR for eval. Therefore, a device history review (DHR) and product eval could not be conducted. It is unk at what point during the cataract procedure the capsular tear occurred. Based on the current info, the specific root cause of the event could not be determined. According to the surgeon the lens power was changed to 22.5 because the pt experienced an increase in chamber pressure due to having a shallow chamber.